Manufacturer narrative:
(B)(4). The reported complaint of broken connector was confirmed upon investigation of the returned sample. The customer returned an actual sample for evaluation. Visual inspection shows that the side of the connector was broken. However, the broken piece was not found with the return sample. A device history record review was performed by the manufacturing site team as part of the quality records review, and no relevant findings were identified. Based on the investigation, the exact root cause of this reported issue was undetermined. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during a procedure, a part from the mouthpiece of this lma size 5 detached from the tube and fell into a patient's throat". No further information has been made available.

Manufacturer narrative:
(B)(4). .

Event description:
It was reported that "during a procedure, a part from the mouthpiece of this lma size 5 detached from the tube and fell into a patient's throat". No further information has been made available.